Manufacturer narrative:
A philips field service engineer (fse) contacted the customer biomedical engineer (biomed). Per the clinical user, someone had silence or turned off the monitor's alarms as the alarm was not generated. The biomed indicated they did not service, and to cancel the case. There was no product malfunction; this is considered a user issue, as the alarms had been silenced or turned off. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that their device failed to alarm when a patient death occurred. An emergency room (ER) patient (ed17 bed) passed away on (B)(6) 2020 at 12:40 am, and alarms were not generated. Per the customer biomedical engineer (biomed), the clinical manager wants to know if the alarms were turned off or silenced.